Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. It was also reported that an occlusion alarm occurred. The customer's blood glucose was 500 mg/dl. Customer gave a correction bolus via the pump and received assistance in resetting pump and changing out supplies to address elevated bg. Reportedly, the customer reverted to manual injections for insulin therapy.